Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 280 mg/dl. The customer delivered a correction bolus via the pump to stabilize elevated bg level. Reportedly, the cause was due to customer not delivering the correct dosage for food consumed.